Manufacturer narrative:
The insulin pump settings was reset and monitored; no settings have been erased after battery change noted. No unexpected a21 error alarm during testing or after battery change noted. The insulin pump passed a21 test. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customers device was having unexpected restarts and erasing the customers settings. It was reported that the device would be replaced. No further information provided.